Event description:
During a subclavian dilatation procedure, the catheter balloon burst at 10 atm. The catheter was removed and replaced with another of the same make to complete the procedure. No pt injury or further complications reported.